Event description:
Customer had a hbg due to an occlusion the day before the event. The customer stated that they did a complete set change and said that they may have over bolused when correcting hbgs. The next morning, the customer woke up low and the paramedics were called to assist the customer. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing. The customer was advised to contact md to discuss other possible causes of lbgs.